Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of primary total hip due to pain. Stem was left in (6721-0535 lot 45432001). No delay in surgery and product is available for return. Original implant on (B)(6) 2014 was also performed at (B)(6) hospital by a dr. There.

Manufacturer narrative:
Additional devices listed in this report after the initial submission: cat# 502-03-54e, description: primary tritanium hemi cluster hole cup 54mm, lot# mne757; 2030-6530-1, 6.5 cancellous bone screw 30mm, mmn02h; 6570-0-136, delta v-40 ceramic head 36/0, 47172901; 6721-0535, size 5 accolade ii 127 deg, 45432001. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the returned device showed scratches and damage on the rim, these are consistent with explantation damage. The device was otherwise unremarkable. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of primary total hip due to pain. Stem was left in (6721-0535 lot 45432001). No delay in surgery and product is available for return. Original implant on (B)(6) 2014 was also performed at (B)(6) hospital by a dr. (B)(6).